Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severly calcified and severely tortuous proximal circumflex (cx) artery. The 3.5x8mm liberte' bare metal stent was unable to cross the left main to the cx. The physician noted that a distal portion of the stent was lifted. As another device was unavailable, the procedure was ended without stent deployment. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.